Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an ablation procedure, the device was programmed to vvi. Following the ablation procedure, the device was reprogrammed back to dddr and was unable to pace the ventricle. The device was reprogrammed to resolve the issue and the patient was in stable condition with no consequences.